Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact (no lifting or peeling), the pump was intermittently responding to keypad button presses, the up arrow and contrast key contacts were misaligned, all key contacts were inverted and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the pump is not always responding to the down arrow button. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.